Event description:
A malfunction was reported on the pump, indicated by malfunction code 16. The impact on the customer's blood glucose level was unknown as the caller declined to answer whether it exceeded 500 mg/dl. Although no backup therapy was available, the customer intended to contact a healthcare provider. Tandem technical support assisted the customer in attempting to reset the pump, but the malfunction code recurred. Consequently, a replacement pump with updated software was arranged, and the customer acknowledged the steps required for exchanging the device and preparing the return.